Event description:
According to the initial report, a hero patient "(B)(6) was implanted with a graft on (B)(6) 2015. The coordinator reported today that the patient "expired prior to his one month visit". Date of death was (B)(6) 2015, ruled cardiac arrest." The scope of the investigation will include both hero 1001 and 1002 components, but will be reported under hero 1001.